Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument broke at the clamp joint, leaving 10 lives left. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the defect was located at the distal end. There were no broken or damaged cables. There was no material missing or detached from the part of the device that goes into the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.